Event description:
It was reported that at the end of an extraction procedure at the user facility the core impaction drill was overheating while being operated with a non-stryker bur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
Provided date of product return. The failure for heat was confirmed through functional testing, disassembly, and visual inspection. The spindle housing was confirmed to be damaged.

Event description:
It was reported that at the end of an extraction procedure at the user facility, the core impaction drill was overheating while being operated with a non-stryker bur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.